Event description:
It was reported that part of the usb cable broke off inside the charging port. Reportedly, the customer removed the piece of usb cable that remained inside the charging port. A replacement cable was sent to the customer. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.